Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4); mfg. Date - (B)(4) 2018 exp. Date - (B)(4) 2020 batch (B)(4) ; mfg. Date - (B)(4) 2018 exp. Date - (B)(4) 2020 batch (B)(4) ; mfg. Date - (B)(4) 2018 exp. Date - (B)(4) 2020 batch (B)(4) ; mfg. Date - (B)(4) 2018 exp. Date - (B)(4) 2020 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional evaluation summary: the actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The information for use for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: mcq173, mcj678, mcj607, mcq356. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? No information. What was done to treat the shard penetration? No information. Was medical or surgical intervention required? No. What is the status of the surgeon injury today? The injury has been recovered. What is the name and date of the surgical procedure? Name of surgical procedure is unknown. Date of the surgical procedure is (B)(6) 2018. Can you identify the lot number of the product that was used? =>we received possible lot numbers information from the hospital, mcq173, mcj678, mcj607, mcq356, and unknown which was used.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and topical skin adhesive was used. During use, when cracking the glass ampule, a piece of the broken glass ampule was protruded from the applicator. The doctor injured his thumb. The bleeding was controlled by pressure hemostasis and applied with a bandage plaster. On (B)(6) 2018 the wound had healed. There was no infection. There were no adverse consequences to the patient.